Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The root cause of the reported problem was determined to be due to a cracked capacitor, designator c177, on the analog pcb assembly. The customer received a replacement device.

Event description:
It was reported that the device was displaying the charge-pak, attention and wrench icons. Upon evaluated, physio-control observed that the device would not power on. There were no reports of pt use associated with the reported failure.